Event description:
Dealer stating unit is shutting down.

Manufacturer narrative:
(B)(4). MFR. Report # 1031452-2013-01154. This was an non-reportable event. Information indicates that the irc5p concentrator alarmed as designed prior to shut down. The user was alerted to switch to an alternate source of oxygen and to seek repairs. This is not a life support / life sustaining device, but an oxygen supplement.